Event description:
It was reported that during a coronary stenting treatment procedure, the express2 monorail 4.5 x 16mm stent dislodged from the delivery device. The physician had deployed a filter wire and then encountered difficulty in attempting to cross the 99% lesion in the saphenous vein graft in the lad, to direct stent the lesion. The entire system was removed, however, the express2 4.5 x 16mm stent had dislodged. At that time, they were unable to locate the stent. A second express2 stent was inserted and deployed at the target lesion. Following post-dilation of this stent, the first stent was noted, under fluoroscopy, to be in the right femoral artery, distal to the sheath. The physician attempted to snare the stent, but was unable to do so. The snare and sheath were sutured in place to await subsequent surgical removal. The pt had intravenous infusions of integrillin. Nitroglycerine and cardizen during the procedure, but was stable during the attempts to retrieve the stent. The pt was taken to the ICU for about an hour, prior to being taken to the o.r. For surgical removal of the retained sheath and stent. The pt was reported to be stable postoperatively.